Event description:
Nursing staff had multiple problems with tubing and pumps. They got repeated "occlusion upstream" error messages. Staff tried different tubing on different pumps and still got error messages. Safety office and biomed were contacted. Biomed contacted manufacturer and was told that they had found some of the production lines had worn molds. These were the molds that the tubing cassette is molded on. The molds have been changed and this should remedy the problem.